Event description:
It was reported during a da vinci-assisted ventral hernia surgical procedure, the mega suturecut needle driver tip broke, and a piece fell inside of the patient. The tip was retrieved during the same surgical procedure and will be returned. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the mega suturecut needle driver tip broke, and a piece fell inside of the patient, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the device logs for the mega suturecut needle driver instrument (part# 471309-15 / lot/serial# k11220425- 0106) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.